Event description:
The customer contacted baxter's technical service center to report an electrical odor on a homechoice (hc) device at start up, patient not connected. The home patient (hp) stated when the machine is first turned on the machine smells, an electrical hot odor. The hp stated she does not smell the odor through the night but has smelled the hot electrical odor for the past week at power on. The baxter technical service representative (tsr) initiated a swap of the device. The hp will contact the nurse for programming help. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of an electrical odor coming from the device. The device passed the homechoice return instrument test/evaluation (rite) functional testing and the homechoice rite electrical safety analyzer testing. There was no burnt smell or melted component observed during inspection. The cause of the reported problem could not be determined. There was no device failure or malfunction identified during evaluation that would have caused or contributed to the reported problem. The device was sent to service. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. A device history review was performed with no exceptions during manufacturing found.